Event description:
The caller alleged discrepant results when compared with the lab. During troubleshooting it was determined that the pt's hematocrit was 10.3% technical support explained the acceptable range for use of the meter. A lab draw was advised to conffirm the result.

Event description:
The caller alleged discrepant results when compared with the lab. The following test results were reported. Inratio; (20050 3.7, 2 days later;1.1, the next 2 days; no, 5 days later; no. Lab: 6.81(within 1 hr), 4.8, 1.6, 4.0. During troubleshooting it was detrmined that the pts hematocrit was 10.3%. Technical support explained the acceptable range for use of the meter. A lab draw was advised to confirm the result.